Event description:
The customer reported the system displayed 'ma on in error' and would not reboot. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.